Event description:
Reporter noted particles during "I/a". Irrigated most of them out but still some particles detected on wound track and center of iris. No inflammation. Pt is doing well with correction to 20/20.